Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous iliac artery. After an unspecified size epic self-expanding stent was deployed, a 7.0 x 20, 75cm mustang balloon catheter was selected and used for post dilatation. The balloon was initially inflated for 10 seconds at 12 atmospheres without any issue, however, upon second inflation for 10 seconds at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous iliac artery. After an unspecified size epic self-expanding stent was deployed, a 7.0 x 20, 75cm mustang balloon catheter was selected and used for post dilatation. The balloon was initially inflated for 10 seconds at 12 atmospheres without any issue, however upon second inflation for 10 seconds at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: a microscopic examination of the balloon identified a pinhole. The pinhole was located at 1mm distal to the distal edge of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).